Event description:
Customer reported blood glucose result of 332 mg/dl on the aviva system and 141 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.